Event description:
During a ventricular tachycardia procedure, while mapping the lv in sinus rhythm, spontaneous ventricular tachycardia (vt) occurred and the vt stopped without any cardioversion after around a minute. Vt was 245 ms cl and blood pressure was beginning to decrease when the vt stopped and few seconds later, electromechanical dissociation was noted. The patient was resuscitated for 10 minutes which was unsuccessful and the patient was declared deceased. A pericardial effusion was ruled out.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported arrhythmia could not be determined.

Event description:
There were no performance issues with the abbott devices. The physician did not believe the abbott device contributed to the patient death.